Event description:
The customer reported that they could not select a system set-up, and they couldn't shut down the system either. The system was locked up. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer cancelled the service call and engaged a third party service provider.